Manufacturer narrative:
Medwatch sent to FDA on 03/18/2008. Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusions, all the analysis results of the batch are conforming.

Event description:
A couple days after treatment with juvederm ultra plus in the lips, the pt felt pain and symptoms of "excessive" edema and pustules in the upper lip. The pt's upper and bottom lips were chafing. The physician prescribed benadryl and antibiotics to the pt. Symptoms have all resolved, with the exception that the pt's lips are still slightly chafed. Pt did not report any allergies, but noted to the office she has "lots of sensitivities."